Event description:
It was reported that an access administration set got "blocked", indicative of a no flow incident. Patient involvement and the step of setup or therapy during which this occurred are unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.